Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to high out of range pacing impedance. The patient's pacemaker was also explanted and replaced during the procedure due to normal battery depletion. No additional adverse patient effects were reported.